Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 405 mg/dl. Customer stated that high blood glucose was caused due to out of transmitter as he could not monitor the blood glucose level. Customer declined for troubleshooting for high blood glucose. Customer reported feeling sick as symptom. Customer was not using automode feature during insulin delivery at time of high blood glucose. The insulin pump will be returned for the analysis.